Manufacturer narrative:
The devices were returned for evaluation. Visual examination of the tibial tray shows scratches consistent with removal of the device. The plasma spray coating also is worn on the superior anterior and anterior sides of the tibial tray. It was determined that chiseling resulted in the plasma spray removal. There is little evidence of calcification on the tibial tray.

Manufacturer narrative:
Lot #: the lot of the suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 33650002, lot # 1613991; part # 33651106, lot # 1600468; part # 33630021, lot # 1590580. Device evaluated by MFR: the implants have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a total ankle surgery. Allegedly, the patient complained of severe pain 3 month ago. Tibia was well seated at explanation. Talar dome was well seated but on a small void on central, superior talons. Both came out but with good effort, they did not fall right out. Bone quality was poor per surgeon.